Event description:
It was reported by the affiliate that the (1) al326 was used during an unknown procedure. It was reported that the clips would not deliver and that the case was completed with another instrument. There was no consequence to the pt. The device was discarded.